Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a removed tamper seal and fluid ingression on the device. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream occlusion sensor were present. Replaced downstream occlusion sensor. The cause of the reported problem was unknown. Product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a double beep with cassette during bench testing. There was no patient injury reported.